Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with a trial external neurostimulator (ens) patient reported that it has not helped her bladder symptoms since it was put in and that ever since it was put in they felt stimulation "in the back of my leg, inner part of my leg and butt cheek" and not in the bicycle seat area as expected. It was also reported that stimulation would "sometimes too painful so I bring it down¿" no further complications were noted or anticipated.